Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were used to draw 6 tubes each and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using three (3) bd vacutainer® ultratouch¿ push button blood collection set, the rubber plugs at the end of the blood collection needle does not spring back, and it caused blood to leak. No patient impact reported.